Event description:
The customer observed falsely elevated results for one patient ((B)(6)) while using the architect ca125 assay. The customer indicated that the results were elevated while using lot 02772m500 compared to a different lot number. The customer provided the following results: (B)(6) 2012: initial 76.3 u/ml, retest 77.90 u/ml, 77.70 u/ml. The patient results previously generated with a different lot number were: (B)(6) 2012: initial 35.70 u/ml, retest: (B)(6) 2012, 36.40 u/ml. There was no adverse impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in-house testing, a search for similar complaints, and a review of labeling. An accuracy testing protocol was executed using lot 02772m500 and met acceptance criteria. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information a deficiency of the architect ca125 reagent list number 02k45-25, lot number 02772m500, was not identified. (B)(4).